Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by cssd orthotech there were broken instruments. The date of event is unknown for the breakage. It isn't broken into two or more pieces. The extent of the damage is unknown at this stage.